Manufacturer narrative:
Results: no device returned. Limited information, root cause of the issue is undetermined. Conclusion: no device returned. (B)(4).

Manufacturer narrative:
Related to operational context -no abnormalities noted during preparation and inspection of the device prior to use -event most likely procedural related.

Event description:
Evaluation summary: traces of blood were detected on the device. The balloon was unfolded due to previous inflation. The stent was not returned. The balloon was inflated using a manometric syringe filled by water, however when the balloon reached 6 atm a leak was observed. A pinhole in the middle of the balloon was detected. Crimp marks were not visible due to previous balloon inflation. No other abnormalities were detected on the device.

Event description:
The physician was attempting to use a scuba co-cr peripheral bare metal stent. No abnormalities noted during preparation and inspection of the device prior to use. No difficulty noted when loading the device onto guidewire. No resistance noted between the balloon and other devices during delivery of the device to lesion. The device did not pass through a previously deployed stent. During the surgery, partial inflation occurred due to a leak in the balloon. No patient complications reported. The physician removed the device and another device was used to complete the procedure. ¿please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary)¿